Event description:
It was reported that when the asymptomatic patient presented in clinic for normal follow-up, a gradual decrease in pacing and high voltage impedance measurements was observed. An x-ray of the lead revealed externalized conductors. The lead was capped and replaced. The patient was in good condition following the procedure.